Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor device revolutions per minute (rpm¿s) were below manufacturing specifications. It was determined that the low rpm¿s was due to worn out vanes. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device revolutions per minute (rpm¿s) were below specification. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.